Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 4. Reference MFR. Report: 1627487-2018-11806. Reference MFR. Report: 3006705815-2018-02955. Reference MFR. Report: 1627487-2018-11807. It was reported dark fluid was observed at patient¿s lead incision site. The patient went to the emergency room to be evaluated and it was determined there was likely an infection. As a result, the system was explanted. The infection is being treated with intravenous (IV) antibiotics and oral antibiotics. The patient has effective therapy.

Event description:
Device 1 of 4: reference MFR. Report#1627487-2018-11806, reference MFR. Report#3006705815-2018-02955, reference MFR. Report#1627487-2018-11807. Further follow-up indicates the infection has since resolved.